Manufacturer narrative:
(B)(4). It was reported that after advancing the knot to the anterior surface of the vessel, bleeding continued. Continued bleeding can be influenced by numerous factors including, but not limited to manufacturing, patient anatomical condition, and user technique. The patient artery was reportedly free of calcification, vessel tortuosity, or access site/groin scarring. It was believed that the procedural sheath that was inserted to temporarily stop the bleeding was too large, which contributed to the difficulty encountered measuring the pulse, by restricting blood flow through the artery. A specific failure mode for the device was not reported. The proglide device was not returned for analysis, which may have assisted in the investigation; therefore, it is not possible to determine a conclusive cause for the reported continued bleeding of the right common femoral artery, which was surgically sutured to achieve hemostasis. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the complaint. Additionally, a query of the complaint handling database was performed and there are no indication of a lot-specific product quality deficiency. To assure that all products perform according to specifications devices are subject to an inspection during manufacturing. In addition, sampling of finished devices is destructively tested to verify the functionality of the device, including proper suture placement

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded and the lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the knot to the anterior surface of the vessel, bleeding continued. A procedural sheath was inserted over a guide wire to temporarily stop the bleeding. An angiogram revealed restricted blood flow at the puncture site and a pulse could not be measured in the right leg. Exploratory surgery found the proglide suture to be intact and appropriately deployed. No occluding material was identified under angiography. It was believed that the procedural sheath inserted to temporarily stop the bleeding was too large, which contributed to the difficulty encountered measuring the pulse by restricting blood flow through the artery. The physician believed the pulses in the right limb were initially measured inaccurately. The site was surgically sutured to achieve hemostasis. Although, hospitalization was extended by one day, the patient was discharged to home in excellent condition. The operator is trained in the use of the proglide device. Though requested, no additional information was provided.